Event description:
It was reported via our sales rep, about a broken gamma3 lagscrewdriver. She reports that during a procedure (perthrochantere fracture male (B)(6) years), the 4 teeth of the lagscrewdriver broke. It was also very hard to drill because, this pt already had a dhs a couple of years ago (already removed). According to the nurse, the surgeon asked why we haven't a tap for these kind of situation.

Manufacturer narrative:
Additional info has been requested and if received will be provided on a supplemental report.